Event description:
The patient was to receive high-dose methotrexate along with testing urine all shift. The poct (point-of-care testing) testing strips were resulting with ph ranges of 6.5 to 7.0 sodium bicarb rate of infusion was increased with no change in ph levels. A ua was sent to the hospital laboratory, and the ph result was 9.0 x 2. Here is a breakdown of the discrepant urine ph testing results of the poct strips used versus what the hospital laboratory results were: date time: 1627, ph poct: 6.5 poct, vs time: 1702, lab (l) run: 9 l; date time: 1703, ph poct: 6.5 poct, vs time: 1810, lab (l) run: 9 l; date time: 1827, ph poct: 7 poct, vs time: 0010, lab (l) run: 9 l; date time: 0847, ph poct: 8 poct, vs time: 0845 lab (l) run: 9 l; date time:1048, ph poct: 8 poct.